Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, during on-site inspection, the ventilator generated positive end expiratory pressure (peep) low alarm during ventilation on the test lung, while troubleshooting was performed. A peep is maintained in the alveoli and may prevent the collapse of the airways. The issue was solved by replacing pressure transducer printed circuit board (pcb) and expiratory channel pcb. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. The defective parts were not returned for investigation, despite request. The causes of the claimed issues in this customer product complaint have been determined. The issues were related to pressure transducer pcb and expiratory channel pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).